Event description:
During remote monitoring, the device delivered inappropriate shock. Abbott technical support was contacted and recommended reprogramming. The patient was later seen in clinic where the device was reprogrammed to resolve the event. The patient was in stable condition.